Event description:
It was reported that during treatment for a stroke, resistance was encountered distally while navigating a phenom microcatheter from the internal carotid artery to the middle cerebral artery, which has a diameter of 2.7 mm and moderate tortuosity. The operator experienced difficulty navigating the catheter and, due to concerns about dislodging the clot, decided to discard the microcatheter and use a headway catheter instead. The catheter and accessory devices, including a neuron max sheath, neuron guide catheter, traxcess guidewire, and solitaire device, were prepared and flushed as indicated in the instructions for use. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no resistance was encountered between the soliatire and the phenom catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).